Event description:
It was reported that a suspected thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was on eliquis prior to the procedure. The patient's activated clotting time (act) was 257. A single curve watchman truseal access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The closure device was placed at the laa ostium at the level of the circumflex artery. While checking the release criteria, a suspected thrombus was noted on the coumadin ridge via transesophageal echocardiography (tee). The closure device was released. One day post procedure, the patient was discharged home with no complications.